Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: graftmaster did not cross to treat a perforation, requiring surgical intervention. Device issue: failure to cross. It was reported that the graftmaster stent did not cross to treat the perforation in the left diagonal, which occurred during the use of another co's drug eluting stent. The pt was taken for bypass surgery. No additional event or pt's info is available.